Event description:
I am a surgical technologist who has been diagnosed with an injury resulting in permanent partial disability by work comp qme due to exposure to a biocide -phenonip/phenoxyethanol- used in an industrial detergent "empower dual enzymatic" from metrex. This detergent was also produced under a "stryker enzymatic" label by metrex for stryker. This detergent was used to clean a medical device, the "stryker neptune liquid waste management system" until july of 2007 when stryker switched to a different detergent. A mechanized cleaning process -stryker neptune docking station- dumped this detergent in a heated state down an open standpipe to a floor sink, resulting in vapor and aerosol generation. After daily exposure to this detergent for many months, I experienced a "disassociative intoxication" after cleaning these machines; and later, chronic neurological symptoms which have yet to fully resolve. Phenoxyethanol is a known nmda disrupter: "effects of 2-phenoxyethanol on n-methyl-d-asparate-nmda- receptor-mediated ion currents" -pubmed.gov-; and known to cause permanent neurological impairment: "occupational phenoxyethanol neurotoxicity: a report of three cases -morton we-. A representative from clariant, the manufacturer of phenonip has told me their product -phenonip- is sold only as a preservative for cosmetics, and is not approved for use as a detergent biocide. A representative I was working with from metrex called me back on a cell phone -as the metrex lines are monitored- and told me "you're not crazy, we get a lot of calls on this product". Someone needs to straighten out metrex on the dangers of using phenonip/phenoxyethanol as a biocide in a detergent that is used in a heated state! Please help us if you can. Dates of use: three years, two months, 2004 -- 2007. Diagnosis or reason for use: cleaning of stryker neptune system.